Event description:
The report stated that the jaws of the device stuck closed. The incident device was returned and upon evaluation on (B) (6) 2008, a visual inspection revealed that the knife was protruding from the jaws of the device which as the potential to cause injury.

Manufacturer narrative:
(B) (4). (B) (4). Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter. Otherwise, the cutter may not securely stay within the guiding track of the jaws. Turning the rotation wheel while the handle is fully closed can also cause the jaws to lock shut. Covidien lp has recently implemented a new jaw/blad assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. The returned device was manufactured before these changes were implemented.